Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they'd had their device for 7 years now and the patient stated that "all of a sudden," for the past week or two they had been having problems with their symptoms at night. Patient stated they tried to increase stimulation (stim) but it wouldn't go up. It would only go up to 2.5 v and they'd see an hour glass but now they were getting the poor communication screen. Patient services had the patient unplug the antenna and the patient placed the back of their programmer  directly against their ins site and the patient was able to connect to see their settings. They were on program 4 at 2.5 v. The patient tried to increase but stated it wasn't letting them but then after pressing the up arrow multiple times, the stimulation jumped up to 3.2 v and the patient let out a little gasp. The patient stated it was really strong but they were then able to decrease the stimulation to a comfortable level. Patient denied seeing a low ins battery indicator on the programmer. Patient was going to maintain stimulation level and monitor their symptoms. Patient services reviewed battery longevity considerations with the patient and redirected the patient to follow up with their healthcare provider to discuss their symptom concerns and to check the ins battery life they had remaining. Patient services reviewed with the patient if it was determined they had a considerable time remaining for their ins, they could call back in the future to discuss replacement of the programmer/antenna.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back regarding continued problems with symptoms at night. Attempted to walk patient through connecting to ins, but programmer wouldn't maintain connection long enough to make a therapy adjustment. Patient said hcp had directed them to contact manufacturer instead of hcp. Email sent to field staff requesting assistance for patient. Additional information was received from the patient. It was reported that the cause of the sudden return of symptoms was not known. The cause of the stimulation not going up, then jumping to 3.2 volts was unknown, the most likely cause was described to be a delay in communication relay. The cause of the programmer not maintaining connection when making adjustments was said to be due to an old battery. The issues have not been resolved.